Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was visited emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 36 mg/dl. Customer was treated with glucose. Customer was alleging that the insulin pump was over delivering. Trouble shooting was performed for under delivering. The device will not be returned for analysis.